Event description:
While giving a pt an injection, the needle came loose from the safety guard (they come pre-assembled) and the medication leaked around the needle. When attempting to correct the problem almost stuck myself with dirty needle containing chemo. This is not the first time it has happened - previous report has been filed with this same needle type.